Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmers had booting issues. Analysis also noted that the stylus did not work, the screen as black and there was no video graphics adapter (vga) signal, the left display hasp latch was broken, the company logo button was broken, and an error was found in the log file. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers had booting issues. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.